Manufacturer narrative:
Results of functional testing indicate the device's battery needed to be replaced. The battery was replaced ((B)(4), mrx kit - lithium ion battery). The philips bench repair engineer confirmed the replacement battery was charging and the device could be used on battery power. The defective component was not returned to sps. The device returned to full functionality. The device was returned to service at the customer site.

Event description:
It was reported to philips that the battery is deteriorating. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.